Event description:
It was reported that pump battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, and technical support was unable to confirm battery depletion allegation or perform additional troubleshooting, so no further actions were documented.